Manufacturer narrative:
The product was returned to the supplier for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future re occurrence. Alleged failure: "rep attached a 4k monitor to a connected or video cart and the arm kept drifting downward, despite all corrective efforts." Probable root cause: investigation by the supplier revealed contamination in the seal of a cylinder within the arm, which caused the seal to deform. This deformation resulted in the leakage of gas, leading to depressurization of the mechanism, and thus the failure of the arm counter balance. The device manufacture date is not known

Event description:
It was reported that the arm of cart was drifting.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the arm of cart was drifting.